Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. Based on the customer pictures provided with the complaint report, blood is confirmed in the iab helium pathway. The root cause of how the blood entered the helium pathway is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the after 15 minutes from the conclusion of the procedure of the intra-aortic balloon (iab), the patient had abdominal pain, and the staff noted blood in the helium line. As a result, the catheter was removed. There was no report of serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the after 15 minutes from the conclusion of the procedure of the intra-aortic balloon (iab), the patient had abdominal pain, and the staff noted blood in the helium line. As a result, the catheter was removed. There was no report of serious injury or death.